Event description:
The customer reported there was no more alarming and the alarm screen was not displaying. It is unknown if the device was in use at time of event, there was no adverse event reported. There was no functional testing and no philips engineer went onsite. The reported problem was not confirmed. The device was operational after the customer performed a restart of the pic.

Manufacturer narrative:
H3 other text : resolved by customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported alarm problem from the unit. It is unknown if the device was in use at time of event, there was no adverse event reported.